Event description:
A patient reported experiencing inaccurate high results with an induo meter. The patient's blood glucose results were 495mg/dl, 60mg/dl. Tests were done within 10 minutes with a difference of 139%. Patient did not experience any adverse events. No further information has been reported. Note: all of the tests were taken within 10 minutes apart using different finger sticks. Inquired if customer had washed their hands, pt said no.